Event description:
Caller reported potential false negative urine hcg results vs. Serum hcg. Patient presented with positive result on a home pregnancy test. Mckesson hcg test on site resulted in a negative test result. Blood draw then taken and resulted in hcg of 5434miu/ml. Patient is a (B)(6) has a history of thyroid disorder and vaginitis.

Manufacturer narrative:
Control lot: 25miu/ml hcg urine control lot: hcg110105-01; 100miu/ml hcg urine control lot: hcg100513-01; 208.9iu/ml hcg urine control lot: hcg110216-03. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=6). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control. (N=3). Clearly positive results were observed at 3 minute read time when tested with 208.9iu/ml hcg urine control. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Investigation pending on returned goods. No corrective action required at this time as no product deficiency was established.